Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Event description:
During post procedure angiography, the patient suffered a transient ischemic attack (tia). The patient was also treated for arterial spasm in the left anterior cerebral artery. During recovery, the patient had some issues with hypotension and bradycardia. The patient is a female with a history of coronary artery disease and critical left internal carotid artery stenosis. The patient was enrolled in the study. The target lesion was described as eccentric and ulcerated. The rate of stenosis was 75%. The physician made access to the patient in the right femoral artery and a 6fr. Shuttle sheath was placed. A bernstein catheter was used to cannulate the left common carotid artery and the sheath was advanced in the left common carotid artery. An angioguard was then advanced and deployed distal to the lesion. The lesion was predilated with a 4 x 20 balloon and a precise stent was successfully placed at the lesion. The lesion was post-dilated with a 5 x 20 balloon at 10 atmospheres. The filter basket was successfully retrieved. Post procedure angiography was performed. Post stent deployment, the patient suffered a transient ischemic attack (tia) with diminished level of consciousness and not following commands. The patient fully recovered, without treatment, within 15 minutes. Also, during post procedure angiography, the left anterior cerebral artery was transiently seen to be occluded, but responded promptly when treated with nitroglycerin. The patient was transferred to the coronary intensive care unit for follow-up. During recovery, the patient had some issues with hypotension and bradycardia, which resolved with the use of proamatine. The patient was discharged the next day.